Event description:
It was reported that one of the patients ipgs went into elective replacement indicator mode after approximately seven months of use. The patient underwent an ipg replacement procedure and was doing well post operatively. It is not known which ipg was explanted.

Manufacturer narrative:
The ipg model db-1140 serial number (B)(6) was returned and the complaint was confirmed. The device was in service for 7 months, which is shorter than the estimated longevity of 28 months based on the device programs energy use index. The root cause has not been determined, but the proximal cause has been. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. However, two possible hypothesizes present themselves. Either the compliance voltage algorithm cva has a, at this time unknown, failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, even to its maximum level, to enable the stimulation. Possible cause for a high impedance could be a lead or lead contact failure. Given the log readings it would have occurred shortly after implant and before activation of stimulation. A cva failure mode is possible, however, both potential root causes are consistent with the available data. At this time the root cause cannot be determined.

Manufacturer narrative:
Additional suspect device: sc-1140; serial number (B)(4).

Event description:
It was reported that one of the patients ipgs went into elective replacement indicator mode after approximately seven months of use. The patient underwent an ipg replacement procedure and was doing well post operatively. It is not known which ipg was explanted.